Manufacturer narrative:
(B)(4). Analysis results of the ins were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received info stating the pt had their ins replaced because the battery would not hold a charge due to multiple overdischarges. No pt outcome was provided.